Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the first section of the tubing disconnected from the hub to the y site.the y site was in the patients' arm and the rest of the tubing was on the bed. The patient was receiving milrinone 20 mg in 100cc of d5w infusing at 0.125mcg/kg/min.no harm reported by customer.

Manufacturer narrative:
The customer¿s report of a disconnection was confirmed. Visual inspection of the set noted no obvious damages or issues; however, initial handling of the set observed that with a slight tug of the tubing engagements that the tubing easily disconnected from the top end of the distal smartsite port and further inspection observed insufficient solvent being applied on the separated tubing engagement. No functional testing was performed due to the obvious damaged. Dimensional analysis was performed and found the tubing to be within specification. The root cause of the customer¿s report of a disconnection was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.